Event description:
It was reported that intermittent atrial undersensing occurred during the patient's atrial tachycardia/atrial fibrillation (at/af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.